Event description:
The customer reports that the centricity clinical gateway (ccg) was sending messages to a test server, and the ccg was shut down. The same ip address that was previously used for the test server was then re-used for the production server. The customer started sending test messages from ccg again that used actual pt's ids, not realizing that the ccg was pointed to what had become a production system. Before they realized, the messages were going to the live server, messages involving 58 pts were sent. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. Ge reference #: (B)(4).